Event description:
The customer observed falsely elevated ca19-9xr patient results while architect ca19-9 xr reagent lot 08849m500 was in use. The customer stated there was no issue with calibration or quality controls; the issue was observed with patient results. One patient questioned the elevated result, therefore, the customer sent the sample to another laboratory. The customer provided an example of elevated results as follows: patient 3 initial result = 37.78 u/ml, repeat result = 23.20 u/ml. It is unknown whether the elevated architect ca19-9xr result caused this patient to undergo unnecessary imaging. There was no known adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
In the initial medwatch submission, it was unknown whether patient received unnecessary imaging when the medwatch was submitted. Clarification was provided by the customer that patient did not receive unnecessary imaging due to the falsely elevated architect ca19-9xr result. There was no adverse consequences to the patient.